Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post operative the lead required repositioning. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.